Manufacturer narrative:
The customer reported that the central nurse's station (cns) is no longer booting up and going into windows. The unit tries to start up through bios, but then it shuts down. The customer will be sending in the device for evaluation/repair and has requested a loaner. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is no longer booting up and going into windows. There was no patient injury reported.